Event description:
The customer reported the system displayed a blank screen and there was no image.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.